Event description:
It was reported that the right ventricular lead was explanted due to unacceptable thresholds, and it 'appeared to have been pulled back from the apex.' No patient complications have been reported as a result of this event.